Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnection flex cable that was not properly seated to a connector. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. It could not be firmly established what caused the mis-alignment. Analysis for reports of this type has not identified an increase in trend.